Event description:
No further event information at time of this report.

Manufacturer narrative:
Exact implantation date is unknown however is noted to have occurred years prior after concomitant device manufacturing date, between (B)(6)2 019 and (B)(6) 2019. D10: medical product: comp rvrs 25mm bsplt ha+adptr: catalog#010000589, lot#968640; unknown comprehensive reverse glenosphere: catalog#ni, lot#ni; unknown comprehensive reverse humeral tray: catalog#ni, lot#ni; comp primary stem 15mm mini: catalog#113635; lot#161830; unknown fixation screw: catalog#ni, lot#ni, qty#(B)(4) additional reports have been filed for this event. Please see additional reports: 0001825034-2023-01934; 0001825034-2023-01935; 0001825034-2023-01936; 0001825034-2023-01937. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: comp rvrs 25mm bsplt ha+adptr: catalog#010000589, lot#968640. Unknown comprehensive reverse glenosphere: catalog#ni, lot#ni; unknown. Comprehensive reverse humeral tray: catalog#ni, lot#ni. Comp primary stem 15mm mini: catalog#113635; lot#161830. G2: foreign: united kingdom. Multiple MDR reports have been filed for this report, please see associated reports: 0001825034-2023-01460; 0001825034-2023-01461; 0001825034-2023-01463 and 0001825034-2023-01464. Diligence is in progress to determine whether the product will be returning to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder replacement surgery. Subsequently, approximately four (4) years post-implantation the patient underwent revision surgery to improve function and relieve pain. Due diligence is in progress for this event; to date no further information has been reported.